Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/07/2025 it was reported by an arthrex employee via (B)(4) that an ar-9831 apollo rf i90 aspirating ablator probe tip melted. This was discovered after the case with no patient harm. Additional information was received: this was discovered after the case was completed. No patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9811 apollo batch 15294247 was returned for investigation. - visual inspection noted that the electrode had signs of erosion on it. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to wear and tear. - per the warning 1section of dfu-0242-eo rev. 0: "this is a case of electrode erosion, a known and understood failure mode." Furthermore: "15. Probe wear will occur with normal use, depending on a variety of factors, including high ablation settings, length of use, prolonged use in tissues and conductive fluid, and use with minimal suction or fluid management. Occasionally, inspect the electrode for wear. Replace the probe if excessive wear is noted." - refer to the investigation photos. - the complaint allegation is confirmed. - the allegation that the electrode exhibited signs of melting is not confirmed.